Event description:
It was reported that during a laparoscopic gastric bypass procedure, the case went to completion without any apparent complications however the patient came back approximately thirty days post op with a gastric pouch leak and fistula developed to remnant stomach. Case was completed normally with our devices.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is the patient¿s bmi? What color cartridges were used throughout procedure and in what order? Was there any issue in primary operation in regard to staple formation? Did the patient have any medical condition that would predispose them to having a leak this late after the procedure? Does the surgeon feel that a leak this late was most probably related to patient factors or stapler issues? The patient had original surgery on (B)(6) 2014 and came backin on (B)(6) 2014 with gastro-gastro fistula from leak in pouch. On (B)(4) 2014 the patient had endoscopy and clip was placed endoscopically to close fistula and patient is doing well since.